Event description:
It was reported that a pt enrolled in a post-market clinical trial underwent an x-stop procedure at levels l4-l5 and l5-s1 for lower back pain and right sciatica. Six weeks post-op, the pt felt they "were getting worse and the pain was constant"; back pain radiating under the legs, stopping at the knees and radiating into the left groin area. Prior to surgery, the pt had severe pain in the right back, which has improved. The pain is better in the morning and sitting; worse standing and walking. The physician prescribed medication: neurontin and vicodin. Approximately three months post-op, the pt had an epidural, which aggravated the back pain and they experienced radiation down the left leg. It was recommended that the pt undergo l4-5 instrumentation and fusion, and l3-4 decompression laminectomy, and removal of the x-stop. No add'l info was reported.

Manufacturer narrative:
Method - device not returned, f/u with company representative.

Event description:
It was reported that a pt underwent a two-level x-stop procedure at l3/4 and l4/l5. Both devices were removed and fusion was performed.